Event description:
A customer reported that at approx 8 pm, one ECG electrode was disconnected from a pt when they became restless. The cardiocap 5 allegedly did not activate an alarm. The pt reportedly expired. Following the event, a ge field engineer tested the monitor in question with an ECG simulator and was found to function correctly. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.